Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had crack on back of insulin pump, also insulin pump was exposed to moisture and it did not turn on. The customer¿s blood glucose level was 108 mg/dl, 109 mg/dl at the time of the incident. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, battery power loss alarm or blank display noted during testing. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Moisture damage found on electronic assembly.